Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Pump passed the delivery accuracy test at 0.08715 inches. Unit received with minor scratched lcd window, broken piece on reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with a blood glucose of 800 mg/dl. Leading up to the hospitalization, the customer experienced repeated no delivery alarms that could not be resolved with a set change. The customer experienced symptoms such as vomiting and frequent urination. The customer was being treated in the ER with an IV and two manual insulin injections. The customer was wearing the insulin pump during the hospitalization. The patient's blood glucose at the time of call was 272 mg/dl. The insulin pump was returned for analysis.